Manufacturer narrative:
The meter was returned. The investigation determined the printed circuit board of the device was contaminated by liquid which corroded the solder contacts. All segments of the display are displayed with a low contrast. The risk of the customer interpreting a result incorrectly can be excluded because a meaningful number is not shown on the display. The root cause of the issue is contamination of the contacts of the device due to improper handling or maintenance.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained that there were segments missing from the results field of the display on coaguchek xs meter with serial number (B)(4). Upon performing a display check, the customer was not able to see all the segments in the results field of the display. The customer obtained a result of 2.5 inr on the day of the call and thinks that result is accurate. On (B)(6) 2017 the customer had a result of 2.3 inr with the meter and all the result segments were present on the display at that time. The customer¿s therapeutic range is 2.5-3.5 inr. There was no allegation that an adverse event occurred. The customer feels fine. The customer has no hct issues and no antiphospholipid antibodies. The customer is not on heparin or direct thrombin inhibitors. The customer is not taking any new medications, has had no changes in diet, no additional illnesses, and no bleeding or bruising. The meter was requested for investigation and a replacement was sent.